Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The presence of a lead removal wire and severe explant damage prevent electrical continuity testing. Visual continuity inspection performed for entire conductor length using destructive testing. Distal coil fractured was observed.

Event description:
It was reported that during follow up the right ventricular (rv) lead was found to have no capture at max output and out of range impedance in both unipolar and bipolar configurations. Intervention plan for the patient is pending. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that during follow up the right ventricular (rv) lead was found to have no capture at max output and out of range impedance in both unipolar and bipolar configurations. Intervention plan for the patient is pending. The rv lead remains in use. No patient complications have been reported as a result of this event; (B)(6) 2013 it was also reported that the rv lead was removed and replaced with a new lead.